Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a mycotic thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis. The part of the device was implanted within the previously implanted non-gore stent graft (detail unknown). During the procedure, a proximal type I endoleak was identified. The cause of the proximal type I endoleak was reported to be unknown. The physician elected to monitor the patient, and the patient tolerated the procedure. On (B)(6) 2010, one month follow-up imaging showed that the diameter of the aneurysm was 64mm. The proximal type I endoleak reportedly persisted. On (B)(6) 2010, three month follow-up imaging showed that the diameter of the aneurysm shrunk to 61mm. It was unknown if any endoleak was present. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm was 61mm. Non-contrast CT was performed, so it was unknown if any endoleak was present. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 68mm. The proximal type I endoleak reportedly persisted, and a type ii endoleak from the left subclavian artery was newly identified. The physician elected to monitor the patient. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm further enlarged to 71mm. The proximal type I endoleak and type ii endoleak reportedly persisted. The patient was being monitored. According to the cro in (B)(6), no further information is available.